Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in (B)(6) has been listed in sections d3. And g1. And the oakdale FDA registration number has been used for the manufacture report number. D4. Lot number, expiration date, UDI, and h4. Manufacture date are unknown; no information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.

Event description:
It was reported that the upon administering the medication, resistance was met. After a couple of seconds, the needle came away from the safety mechanism entirely. Not possible to determine how much had been injected. There was patient involvement and no patient harm/adverse event reported.